Event description:
It was reported that the patient presented to the clinic, and post-paced t wave oversensing was observed on the device. Programming changes were made. There were no adverse health consequences; the patient was stable.